Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring of the insulin pump was damaged. The blood glucose levels of the customer was 7.0 mmol/l. It was reported that the retainer ring of the insulin pump was loose. The customer was informed that the insulin pump needs to be replaced. The customer was asked to discontinue the use of insulin pump and revert to back up plan. The product will not return for analysis